Event description:
It was reported that the patient with this artificial urinary sphincter experienced retention. A revision surgery was performed, during which the physician removed the 4.0 cuff and placed a larger 4.5 cuff. The original cuff was explanted and replaced. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4).